Event description:
It was reported that the pump is intermittently not responding properly when the buttons are pressed. The patient's father indicated that the keypad is intact and the buttons bounce and spring back. The pump reportedly has not been exposed to water or cleaning products.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filled.